Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently not holding charge. Reportedly, when the customer would disconnect the pump from the charger, the battery percentage went from 100% to 5%. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.